Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty circulation pump. No suction at left port of manifold. Failed circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. Biomed also stated that the device had a slow to respond touchscreen. They requested a quote for 2000 hour service. Per biomed via phone on 10jul2024, customer states that the device does not suck the water into it as it should.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that arctic sun device would not fill. No suction at left port of manifold. Failed circulation pump. Biomed also stated that the device had a slow to respond touchscreen. They requested a quote for 2000 hour service. Per biomed via phone on 10jul2024, customer states that the device does not suck the water into it as it should.